Event description:
It was reported to philips that fluoroscopy failed; suspected fdc and detector issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the detector cooler and ordered the fdc pcb. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).